Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during a prostate biopsy, the device was not firing properly and a piece of the needle broke off into the patient. This was discovered during the second sampling, when a small fragment of metal was found in the tissue extracted from the patient. After this, the device would not fire again. The physician was able to remove the piece of needle without any problem and used another device to finish the procedure.